Manufacturer narrative:
Medical device expiration date : unknown. Medical device manufacture date : unknown. Investigation summary : 1. Exec summary - no physical sample device returned and an investigation was performed based on the photos provided. Unable to perform complaint lot history check owing to an unknown lot number for this event. Bd was able to duplicate or confirm the indicated issue (hub separates) and based on trend analysis no further action is required at this time. 2a. Samples returned - no physical sample device returned. Therefore the investigation was performed based on the photos provided. Two photos of one loose 0.3ml bd insulin syringe were provided. The customer reported that there was no needle on the product. The photos were examined and it was observed that the needle hub and shield assembly was detached from the syringe. No damage to the barrel tip was observed. Manufacturing (B)(4) will be notified of the observed issue. 3. CAPA/sa - CAPA (B)(4) has been opened to address this issue 4. DHR review - no DHR review can be carried out as the lot number is unknown.

Event description:
It was reported that 1 bd insulin syringe with bd ultra-fine¿ needle hub separated from the device. The following information was provided by the initial reporter : according to the customer's report there was no needle on the product.